Manufacturer narrative:
Device passed unexpected restart error test, displacement test and rewind test. No unexpected restart error noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump received restarted alarm after changing two batteries. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.